Event description:
The customer obtained a non-reproducible, higher than expected vitros phyt proficiency sample result (api# ch-08 result = 18.8 ug/ml vs. And expected result of 14.53 ug/ml) while using the vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. Patient samples were not known to have been affected. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros phyt proficiency sample result was obtained while using the vitros 350 analyzer. An ocd field engineer performed service actions to multiple analyzer subsystems. Performance testing following service verified that the equipment was returned to expected operation. The investigation determined that the most likely assignable cause of the event is an instrument related issue. There is no evidence that the vitros phyt slides had malfunctioned.